Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion was engaged coaxially with a 6f non-bsc guide catheter, crossed with a non-bsc guidewire and pre-dilated with a 2.5x12mm balloon catheter. Following pre-dilatation, a 2.50 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed, and the lesion was dilated again. However, while advancing the stent, the hypotube break. The device was removed, and the procedure was completed with another 2.50 x 28 synergy stent. No patient complications were reported, and the patient's status is stable.